Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette, the pump exhibited ?no disposable" alarm. It was reported that one alarm occurred at the end of treatment. Per reporter delivery was within the expected +/-6% range of the pump. No adverse patient effects were reported. Per reporter no additional information is available at this time.